Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that patient bit something hard and implant perforated sinus by 3 mm. Patient referred pain. Implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvm4b10, (imp,tsv,mcol mg,4.1mm,10mm,mtx) for evaluation. Visual evaluation was performed, the implant had signs of use. Bone debris on external threads. The implant had an abutment and crown attached. No failures were identified. No damage to the implant was identified. No signs of malfunction that would contribute to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 1252436. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1252436 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.